Event description:
The importer reported that user facility reported that a patient experienced a burn post hybrid treatment.

Manufacturer narrative:
The importer reported that a user facility reported that a patient experienced a burn post hybrid treatment.